Event description:
Pt is status post left total hip replacement. In 2000, pt presented with a 2-3 month history of pain with weight bearing and positive start up pain. Walking required the use of two crutches. Radiographs revealed axial subsidence of the femoral component with osteolytic lesion and some early deboning of the bone cement interfaces. In 2000 pt underwent left total hip revision. Femoral stem was broken into two pieces with the fracture surface of the proximal surface consistent with a fatigue mechanism. The fatigue crack initiated at the base of the marking "4" that was laser-etched on the surface.